Manufacturer narrative:
(B) (4). Cardiac arrest, thrombosis, and hospitalization are known adverse events of coronary stenting as listed in the xience v IFU. This was an ami case. The IFU states: "[according to the condition of the pt, there is a possibility of the occurrence of complication.] Pts who had recent ami or who have not normalized the cardiac enzyme levels after ami." Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v (part 1009541-28, lot 9101342), indicated has been filed under the same MFR #.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that approximately one week prior to the deployment of the xience v stents, two non-abbott stents were implanted in the left anterior descending artery (lad) and stent thrombosis occurred around both the non-abbott stents. On (B) (6) 2010, two xience v stents were implanted in an acute myocardial infarction (ami) pt and the percutaneous coronary intervention (pci) was successful. The stent deployment was confirmed to be satisfactory by post stent deployment examination with intra-vascular ultrasound (ivus). Stent thrombosis was noted occurring 48 hours post stent deployment and the pt experienced cardiac arrest. The thrombosis was observed in the mid right coronary artery (rca), distal to the xience v implanted stents. An intra-aortic balloon pump (iabp) was inserted and pcps was placed and the thrombosis was aspirated and balloon angioplasty was performed. As of (B) (6) 2010, the pt remained hospitalized and in stable condition. There were no reported adverse pt sequelae. No additional event or pt info is available.